Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push, pushing several times to get it to respond. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had unexplained no delivery alarms, batteries lasting less time, battery cap was looser, cracked in the bottom corner of reservoir compartment towards the escape button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, low battery, battery out limit alarm or rewind anomaly due to unresponsive button. Device had stripped battery cap coin slot broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.